Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer 2019-05-24. It was reported that the por was resolved. The patient¿s weight was (B)(6). No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for spinal pain. It was reported a power on reset (por) error code was seen. Therapy stopped due to the por. The patient reported the por appeared on her screen when she was attempting to recharge her ins. The patient was instructed in resetting the controller. During the process of clearing the por with the patient programmer, the patient reported seeing a poor communication screen, but this resolved during the call. No further complications were reported/anticipated.